Event description:
On (B)(6) 2011, customer reported a clear liquid leak underneath their lh780 instrument while running their daily controls. The source of the leak could not be located. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found the leak in the ttm (triple transducer module) area at qd2 (quick disconnect-2), where the connector had come loose. Qd2 was reconnected which resolved the leak. The repair was verified and system validated.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).